Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 1627487-2020-04891. It was reported the physician modified the anchors outside of the IFU by cutting/ shortening prior to implanting. The reason is unknown.